Event description:
Review of the abstract, "an eval of fully covered self-expanding stents (fcsems) in benign biliary strictures (bbs) and complex bile leaks" revealed that a pt had a gore viabil biliary endoprosthesis placed for a benign biliary stricture which occluded 27 days post implantation and had to be replaced.

Manufacturer narrative:
Gore has requested additional info from the author regarding the circumstances of the report and pt related info. Abstract citation: an eval of fully covered self-expanding stents (fcsems) in benign biliary strictures (bbs) and complex bile leaks. Program no. P1201. Acg 2012 annual scientific meeting abstracts. Las vegas, nv: american college of gastroenterology. The device has not been returned and the lot number has not been made available. Consequently, a direct product eval and review of the manufacturing records could not be performed. It should be noted that gore viabil biliary endoprosthesis is not indicated for removal in the treatment of benign biliary strictures.